Event description:
It was reported that the atrial lead exhibited noise when the patient moved his arm. The atrial maximum sensitivity was programmed from auto 0.2 mv to auto 0.8 mv.

Manufacturer narrative:
Na